Event description:
It was reported that a user experienced connectivity issues between a dexcom g7 sensor and the ilet, with unsuccessful pairing attempts through both the ilet and the dexcom app, consistent with intermittent communication failure involving the antenna component; the user was advised to replace the sensor and begin a new pairing process and blood glucose levels were unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.